Event description:
The abbott prism system is utilized by blood establishments to perform FDA required blood donor screening tests. The american red cross - arc- utilizes the prism system to perform tests for hepatitis b surface antigen, antibody to hiv 1/2, antibody to htlv I/ii and antibody to hepatitis b core. The prism system uses a purge solution to remove reagents from the instrument fluidics system. Flushing the system with this solution is required daily after all donor samples have been processed. While purge solution is required by the MFR, its use -or consumption- over time is not monitored by the system nor does the MFR provide a means for the user to effectively monitor that the solution is being properly aspirated by the instrument. The arc has documented 13 instances in two years where purge solution has failed to be properly aspirated. This problem has occurred on different prism systems and in different testing locations. In these cases, the volume of purge solution showing on the system source mgmt screen and the volume of purge solution remaining in the container have been discordant. When this complaint was brought to the attention of the MFR, the arc was informed that the sample results are acceptable despite the fact that the purge solution was not used in accordance with the abbott prism operators manual, pg 5-109 "purge reagent fluidics system." To date, the MFR has made no commitment to improve the performance of the instrument with respect to monitoring the consumption of this required solution.